Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the product involved was a femoral trial (size 3 left ps femoral triathlon component). It was reported that a fracture of lateral femoral condyle occurred during surgery requiring fixation with screws, adding 20 minutes to the surgery.